Event description:
It was reported that on an unknown date in 2024, the primary package of the suture was found damaged during normal checking. It was not involved in any surgery.  Changed to another one, and the same problem happened again. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please describe the damage on the packaging. Was there any hole or puncture that compromises the sterility of the packaging? H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received one suture with a winding former and a paper cover that pertain to product code hs6861h. The primary packaging was not received. A visual inspection was performed on returned sample, no defects were found on the paper cover. And the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue were observed during evaluation. Additionally, photo was provided and it shows an overwrap packaging in which the top of the it was damaged and a hole could be seen. The damage appears to have been caused from the outside in by an unknown object affecting the integrity of the sterility. The event described integrity confirmed, however, no conclusion or root cause could be determined. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.